Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
The reported event of a packaging anomaly was confirmed by analysis. Final analysis found a foreign material on the pacemaker surface was confirmed. Analysis revealed a large patch of epoxy on the device can and epoxy on the atrial and ventricular surfaces of the septums. This patch of substance on the can of the device caused the physician to reject the use of the device. A manufacturing anomaly occurred that caused this substance to be on the device in these areas where they are not supposed to be.